Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent low flow alarms despite optimal medical management. A low flow software update was performed, the low flow hazard alarm threshold was sent to 2.0 lpm, and low flow alarms resolved. The cause of the low flow alarms was determined to be right ventricular failure. The patient experienced elevated central venous pressure, fluid retention, and shortness of breath. The patient received a dobutamine infusion and their symptoms improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative. According to the account, the low flow alarms were due to right heart failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 (hm3) lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. D is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.